Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that a capio slim device was used during a pelvic floor repair - sacrospinous fixation procedure. During the procedure, two capio slim devices misfired. The first capio slim misfired and a second device was opened. The physician persisted in using the second capio slim device, which eventually had completed the procedure. There were no patient complications reported as a result of this event. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2024-21373 for the first capio slim device, and 2124215-2024-21378 for the second capio slim device.